Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunctions. The event of foreign objects can be detected/prevented by following the instructions for use which is stated in: pcf-q150al/I operation manual chapter 3 preparation and inspection for detection, and in pcf-q150al/I am reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures for prevention. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device had a burn at the distal end, the plastic distal end cover had been burned, the forceps had not been able to be inserted smoothly into the instrument tube, and the nozzle had foreign objects. There was no patient involvement.